Event description:
It was reported cracked pump housing. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were taken or reported.